Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device ph6834, and no non-conformance's were identified. Device evaluation summary: it was reported assembly missing component / incorrect quantity. It was received for analysis an opened sample of product code sxpp1a406, lot ph6834. During the visual inspection of the opened sample, no mismatch in the quantity was found since the quantity required for the product code sxpp1a404 is one strand per packet. In addition, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined, body fluids at the barbs and some damaged barbs near to the tab were found. Also, the sides of the fixation were observed broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. In addition, it could not be determined what may have caused the fixation tab failure.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and barbed suture was used. It was reported that there was no fixation feature in the newly dispensed suture when it was opened for an unknown surgery. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. A device was returned for evaluation. The evaluation showed some damaged barbs near to the tab were found. Also, the sides of the fixation were observed broken.